Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. It was noted that the patient had not been feeling for the last five to six months and had been hearing ¿music¿ off and on for several months. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was successfully reprogrammed. The ¿music¿ the patient had been hearing was also confirmed in clinic. The patient was instructed to contact the doctor¿s office when they hear the ¿music¿ again. The patient was stable and will continue to be monitored.

Event description:
New information received stated the music being heard by the patient is the device¿s auditory patient notifier, which had occurred due to the device being in backup. The device went into backup on (B)(6) 2019 for software corruption, which made it hard to determine the actual cause of the backup.